Manufacturer narrative:
(B)(4). The lot was manufactured from may 1, 2013 to may 2, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection identified a damaged distal luer lock, verifying the reported condition. The cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a damaged luer lock. This was noticed during ¿deconnection.¿ there was no patient involvement. No additional information is available. This is report 1 of 2.